Event description:
It was reported via a journal article from the journal of vascular surgery volume 38, number 4 "fabric tears as a new cause of type iii endoleak with ancure endograft" that stenosis and fabric erosion of the graft occurred. The patient underwent endovascular exclusion of a 61mm infrarenal aneurysm. Another MFR's bifurcated endograft was implanted. The procedure was complicated by failure of the balloon to deflate after dilatation of the proximal attachment system, which resulted in migration of the graft. The proximal attachment system was 10mm below the lowest renal artery, which resulted in the obstruction of the right internal iliac artery. A wall stent was placed to correct rotation-dependent pseudostenosis. Post-operative cta showed a large type I endoleak. At 5 months postoperatively, intra-arterial angiograms demonstrated 70% stenosis of the left limb, and a second wallstent was placed to correct the problem. On cta at 30 months postoperatively, a large (17.2ml) endoleak was seen. Inflow seemed to originate from the proximal extent of the wallstent to the right limb. Open repair was performed, during which fresh thrombus was seen in the aneurysm sac. Postoperatively, erosion in the fabric of the graft was seen. The fabric erosion most probably resulted from continuous strain on it caused by placement of a wallstent. The proximal end of the wallstent pierced the graft fabric. Multiple attempts have been made to obtain additional info without success.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.